Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
1 of 2 reports. (Same patient, same event, different products) other mfg report number: 3013886523-2022-00025. A physician reported a certas valve and a hakim peritoneal catheter were implanted due to sah (subarachnoid hemorrhage) via l-p shunt on (B)(6) 2021 with unknown setting. The valve was used with the silascon lumbar catheter (manufactured by kaneka, product code: 702-jj). The set pressure was lowered to 1, and the patient was transferred to the rehabilitation hospital on december 21, 2021. After the transfer, the CT scan showed hydrocephalus symptoms, so the patient returned to the facility on (B)(6) 2022. Abdominal CT showed no apparent bending or tearing of the shunt. Shunt system obstruction was suspected, therefore the valve and catheter were removed on (B)(6) 2022 .

Event description:
N/a.

Manufacturer narrative:
The certas valve (ID 828804) was returned for evaluation. Device history record (DHR) - the product code 828804 with lot 4739010 conformed to the specifications when released to stock failure analysis - the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No root cause could be determined for the issue reported by the customer as the technician could not confirm any pressure issues with the valve at the time of investigation. The possible root cause for the issue reported by the customer could have been due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.